Manufacturer narrative:
A medical review was performed by coloplast. According to the instructions for use (IFU) "bowel perforation is an extremely rare, but serious and potentially lethal complication to anal irrigation that will require immediate admission to hospital, often requiring surgery." The user should contact a doctor immediately, if the user during or after anal irrigation experience e.g. Severe and sustained abdominal pain or back pain, especially if the pain is combined with fever and/or severe anal bleeding. The user is also instructed to consult and get thoroughly instructed by a health care professional before using the product. Furthermore, the first irrigation should be supervised by a health care professional and in case of constipation, an initial, thorough clean-out of the bowels is recommended before starting up the irrigation procedure. According to the literature and post-marketing experience risk factors include diverticular disease, previous abdominal/anal surgery and faecal impaction. These factors are addressed as precautions in the IFU. A bowel perforation can also occur if the irrigation procedure is not performed in accordance with the IFU. In this case, a (B)(6) female experienced rectal perforation when she irrigated herself with peristeen for the first time. The user removed the rectal catheter with the balloon inflated which caused a rectal perforation (user error). The perforation was managed by surgery, a temporary stoma and hospitalization. The medical history include confounders e.g. Previous abdominal and anal surgery rectocele (diagnosed in 2008 and in 2011), coronary artery disease, diverticulosis (not severe) and heavy constipation. There is no indication that this event is due to any malfunction, failure or deterioration in the characteristics and/or performance of the product.

Event description:
(B)(6). Date of event: (B)(6) 2011. According to the information received, a nurse reported a (B)(6) female who experienced rectal perforation after using the peristeen anal irrigation. The information indicated that after anal irrigation was performed the patient removed the catheter without deflating the balloon. Twenty four hours after the irrigation the patient was admitted to the hospital and a rectal perforation was diagnosed by CT scan. The patient was operated on and a temporary stoma was created.